Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. After removing the pins from the tibia, the surgeon noticed that the tip of the 3.2 x 140 mm bone pin sheared off.

Manufacturer narrative:
Reported event: the reported device, 3.2 mm x 140 mm bone pin, was noticed to have fractured when placing the bone pin in the tibia. The fracture was confirmed upon removal at the end of the pka case. Device evaluation and results: not performed as the device was not returned for evaluation. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 143140, lot number w47889 shows (B)(4) additional complaint related to the failure in this investigation. This complaint is (B)(4). Conclusions: the failure was confirmed without the evaluation of the returned device. A review of stryker¿s nc/CAPA database indicated there has been one CAPA associated with the product and failure mode reported in this event. The CAPA completed in the catsweb system is CAPA (B)(4). Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
The surgeon was completing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system. After removing the pins from the tibia, the surgeon noticed that the tip of the 3.2 x 140 mm bone pin sheared off.